Event description:
It was reported that the patient received inappropriate shocks due to possible electro magnetic interference (emi) there had been a rise in impedance, subsequent high impedances shown on both the atrial and ventricular leads. After about a month, the impedance decreased to normal values. The device had a possible connection issue and was replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4): we did receive performance data collected from the device and have analyzed the data. The right ventricular and atrial impedance values were steady until the last three weeks of the record ending (B) (6) 2010 when the values increased significantly and the max values were infinite the last week. The lifetime ventricular sensing integrity counter is 28352 and all counts occurred since (B) (6) 2010. A high value of this count can indicate a possible intermittency in the system. Upon analysis, normal battery depletion was found.